Event description:
Event description: cpi received information that the implantable cardioverter defibrillator (ICD) had undergone a reset after which tachy mode and automatic capacitory reformations were found to be off. After a manual capacitor reformation was performed a "charge time exceeded" message was displayed and the battery voltage measured 5.0 volts. The charge times recorded were 20 seconds followed by 30 seconds.